Event description:
It was reported to philips that the panel is blurry. There was no report of patient involvement.

Manufacturer narrative:
The field service engineer (fse) evaluated the device. And confirmed, panel was blurry. The device needs a bezel. Upon conclusion of the evaluation. It was determined, that the bezel requires replacement. It was replaced. The device passed testing and was put back into service.